Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s mother reported that patient was sick and not feeling well, and the patient went to the refrigerator. When the patient touched the refrigerator, they felt a shock that went from their ins up to their back and to their brain. The rep stated the patient¿s mother provided conflicting information that they used the programmer and were able to turn stimulation up and down, and later that they never touched the programmer. The rep indicated they were set to meet the patient, but it was cancelled as they were sick. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) and the rep in response to an inquiry: the rep recommended to the patient's mother that the device be turned off and the patient be seen in clinic for device interrogation but the patient cancelled the appointment and hasn¿t rescheduled. The hcp reports the patient never came into the clinic. The hcp called patient and mother and they did not seem too worried. Patient weight was (B)(6) at their last clinic visit. Rep and hcp have not heard any additional reports of shocking from the family. No further complications were reported.